Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient had trouble in the past with recharge coupling but she can charge and the patient programmer operates normally. It was noted that the implantable neurostimulator (ins) was 50% charged. Additional information received three days later reported that they were able to get telemetry and recharge. Additional information received ten days later reported that there was a coupling problem. Starting when the patient first started to charge after implant, the patient would lose two coupling bars with each coupling update when charging so that coupling decreased from 8, to 6, to 4, to 2 with each update. It was unknown what was meant by "update." It was noted that the patient was not able to sustain a stable coupling level. It was noted that the patient got the temperature message within 15 minutes after lying down to recharge. The patient reportedly would not get the temperature message when charging in an upright position. Additional information received on the same day reported that the recharger was not charging [the ins] properly. It was noted that the anomaly appeared to have occurred through product use. No patient harm was indicated. Additional information received two days later reported that the patient was still having a tough time recharging since implant. It was noted that "every minute" the coupling bars went down two bars. It was noted that the same issues were occurring with the replacement recharger. It was noted that the patient had some fat and scar tissue, and that when one pushed the device, it would tilt a little bit up or down. It was noted that the incision was in the center of the ins where there was the scar tissue. Additional information received two days later reported that the patient got good coupling when standing upright. Reportedly per the doctor, due to the "patient body habitus" when she would sit back, her tissue would put the generator on an angle making it difficult to recharge. It was noted that the patient would use the recharger belt and spacer while recharging in an upright position where she was able to get 8 coupling bars. If additional information is received, a supplemental report will be filed.

Event description:
It was further reported that the patient had extra adipose tissue though the implantable neurostimulator (ins) was only 1 centimeter deep, parallel to the surface and all edges could be felt. The patient had problems with recharging that had been resolved with proper antenna placement and the patient standing in an upright position while charging to prevent extra adipose tissue from pushing the ins out. The thermometer was seen frequently with charging. It was further reported that a battery longevity calculation was done. The patient had 4 programs with the settings of 7.6v, 7.6v, 8.1v, and 6.9v 450 pw, 240 pw, 450 pw, and 450 pw 450 ohms, 474 ohms, 1014 ohms, and 496 ohms the rates were all at 60. These programs were used about 17 hours a day and then the patient would go to 4-5 v at night on each program. With these settings the patient would only get months of longevity and at 24 hour use they would just get a couple of months. They were asking about longevity because they were having problems recharging. The patient had a received a new recharger in the past. The pocket and position of the ins were good except that the patient had to stand to charge because otherwise they sat on the charger. The patient was considering abdominal placement or possibly a battery replacement so they would get a slightly better recharge interval.